Event description:
The user of the suspect device was found unresponsive by spouse. They said pt used the device and took insulin based upon the results. Emergency medical technician were called and they treated pt with orange juice, peanut butter and crackers. The spouse said controls were in range. No details of the device results were given. The device was replaced and requested to be returned for eval.